Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). No consequences. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, in surgery closure the suture needle tip fractured about 1 mm. No adverse patient consequences were reported. Additional information was requested.